Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump randomly turns off during operation. The event occurred during testing.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a corroded battery compartment and damaged solder ring on the printed wire assembly (pwa) board for one of the battery springs causing intermittent connection between batteries and the battery compartment springs. The battery compartment and pwa board were replaced to fix the issue.